Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a rash under all four ECG electrodes. The area was described as red and dry. The patient indicated that his dermatologist prescribed triamcinolone acetonide ointment and that he had also used an antifungal clotrimazole cream. The patient reported that the rash had healed.